Manufacturer narrative:
The device was not available to be returned.

Event description:
Pt had 3 orthovisc injections bi-laterally to treat his arthritis, no dates were given. After the injections his ability to walk decreased and pain and swelling occurs after short walking. Pt thought the orthovisc caused this condition. The pt had a follow up x-ray that revealed structural damage to his knee.